Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) with a latitude report that revealed undersensing. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in the emergency room (ER) with a latitude report that revealed undersensing. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received. It was noted the patient was seen in the ER after receiving appropriate therapy from the device. Further review of the presenting egm and the therapy episode determined that in addition to the undersensing, there was some loss of capture and also some oversensing of extra signals. The source of the extra signals was not determined. The local sales representative reported that the undersensing was suspected to be a result of low amplitude r-waves caused by the patient's underlying condition. It was noted that tachycardia therapy was disabled on november 4 and the patient passed away on november 5. There were no allegations that the device failed to treat appropriately or that it caused or contributed to the patient's death. The sensing observations in the ER showed an unusual rhythm that was suggestive of a very sick heart. The device was not explanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.